Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. It was reported that the device would be available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device for evaluation, as well as obtain pt follow up info. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
A pt of unk age and gender presented for an endovenous laser treatment. During the procedure it was noted by the certified surgical technologist, who was performing the procedure, that the 0.018" guidewire separated and appeared to be frayed when the wire was being withdrawn through the tre-sheath/dilator. The certified surgical technologist reported that approximate 1.3cm of guidewire detached from the core wire and remained in the vein in the pt's mid-thigh, as identified by x-ray. The potential cause of the guidewire fracturing may have been the result of the certified surgical technologist pulling on the wire with excessive force when she felt resistance while attempting remove the guidewire from the pt.